Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(4). Batch: 17029148. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 5019331/5024616.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to having high impedances on the leads. The patient underwent lead explant procedure and was doing well postoperatively. The explanted leads were not returned as they were disposed by the facility.